Event description:
It was reported that a 2.5 mm drill bit broke off in the right humerus of the patient. The sales consultant reported that the surgeon felt that the breakage was due to a very dense bone. The tip drill bit remains in the patient. The procedure was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.